Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ injector luer lock n35 disconnected at the luer lock leading to a leak. There was no report of patient impact. The following information was provided by the initial reporter: leur lock adapter that attaches to the end of the infusion set while patient was receiving chemotherapy. Phaseal remained attached to the pt's double lumen hickman while disconnecting from the infusion set. This leaves it as an open system to the patient . Therefore, increasing risk of infection . Phaseal remained attached to the double lumen hickman while disconnecting from the infusion set. This can increase patient risk of air in the line infections, it is also a risk of IV chemotherapy to patient and staff.

Manufacturer narrative:
H6: investigation summary: no physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2203012, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported while using bd phaseal¿ injector luer lock n35 disconnected at the luer lock leading to a leak. There was no report of patient impact. The following information was provided by the initial reporter: leur lock adapter that attaches to the end of the infusion set while patient was receiving chemotherapy. Phaseal remained attached to the pt's double lumen hickman while disconnecting from the infusion set. This leaves it as an open system to the patient . Therefore, increasing risk of infection phaseal remained attached to the double lumen hickman while disconnecting from the infusion set. This can increase patient risk of air in the line infections, it is also a risk of IV chemotherapy to patient and staff.